Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.

Manufacturer narrative:
Corrections: h6 (patient codes) additional information: h6 (device codes), h7, h9 investigation conclusion: the customer reported complaint of the keypads being replaced due to devices not turning on was evaluated. The keypads were confirmed to have faulty system on keys and nonfunctioning ac indicator lights. Test results identified 2 out of 2 keypads failed to power on. All soft keys were observed to be functioning as intended on 1 of 2 keypads. Keypad associated to s/n (B)(6) had various keys fail. Device inspection: external and internal inspection was performed on (qty 2 printec p/n tc10012515). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer and broken traces (trace 1 and 20). During external inspection, the keypads were in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module s/n (B)(6) service history record showed the device had a manufacture date of 08may2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 30oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only front case keypad assemblies were provided for the investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. There was no patient harm. The issues were noted prior to patient use.